Event description:
Ous MDR - on (B)(6) 2013, the new implantation of a cardiac pacemaker was planned. (B)(6) female patient had an indication of a 3rd degree av block and recurring syncope's. During implantation, complications arose, which necessitated intubation and calling for an emergency team. During the resuscitation attempts, a lead was placed for the purpose of stimulation. Since the available external defibrillator had no pacing function and since no other external stimulator was available, pacing was temporarily performed with this programmer via the implant module. This stimulation was successful. Nevertheless, the patient remained in an unstable state with vf episodes and the necessity of repeated external defibrillation. A second lead was implanted, which was connected to this programmer. Still, the state of the patient remained critical, accompanied by tachycardia and a drop in blood pressure. Due to a medical will by the patient, she was not connected to a ventilator. The patient died. It was reported that a brief loss of pacing was observed towards the end of the operation, after the device had been moved around on the table. However, this observation during the emergency measures was not described as the cause of the clinical event.

Manufacturer narrative:
The leads listed in the complaint were not returned for analysis. The analysis is therefore based on the existing production documents for these products. The manufacturing process of the leads was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there was no indication of a material defect or manufacturing error. Both the dirt at the contacts and the housing deformation could have possibly contributed to the behavior of the device observed after the operation.